Event description:
When nursing staff administer the insulin to the patient, she is not able to press the plunger. So, she stopped administering and taken the needle. At the time she noticed, the needle is not completely out and broken.

Manufacturer narrative:
Correction: please cancel the initial submission of medwatch 3024508819-2024-00148 as this a duplication of medwatch 3024508819-2024-00008.